Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced six infusion sets cannula kinked events ranges from (B)(6) 2024 when she first started her pump through (B)(6) 2024. The event occurred three or more hours after insertion. The insertion site was abdomen, upper buttocks and thigh. The each infusion set was in use for about a day. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 6.